Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/07/2014) the patient¿s meter has been returned on (B)(6) 2014 and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2014 (at 8pm) he obtained blood glucose readings of ¿440mg/dl and 330ish¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied testing his blood glucose with another device after the reported product issue occurred. The patient manages his diabetes with insulin pump therapy. In response to the alleged issue, the patient reportedly bolus an unspecified amount of novolog insulin at the same time after the alleged issue occurred and subsequently two hours later, the patiently reportedly developed unspecified symptom(s) of low blood glucose and obtained a reading of ¿55mg/dl¿ with the subject meter. It is not clear what treatment the patient administered after obtaining the reading of ¿55mg/dl¿; however, it is noted the patient suspended his insulin pump therapy. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement and the results were from the same approved sample site. However, the csr noted the patient was not using the proper testing procedure (per owner¿s booklet recommendation); the patient reportedly was squeezing the sample site to obtain blood, wipe the blood off, obtain more blood, and then test with the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptom(s) suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (08/21/2014). The patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.